Event description:
The pt had mesh implanted for an umbilical hernia 2-6cm in size at the midline. The mesh was placed retro-rectus (behind the muscle) with permanent sutures. An infection presented several weeks after the mesh was implanted, and the mesh was removed. Deep tissue was cultured and determined to be infected. The mesh was not tested for infection.

Manufacturer narrative:
An outside clinician was consulted on this event. His opinion was that the infection was likely due to: lack of prophylactic antibiotic use, error in technique, error in perioperative handling of mesh, unsterile instrumentation, latent infection in operative field of pt, poor wound healing, pt non-compliance with wound care instructions. Even in clean wound classes, there will be a 1-2% incidence of infection. A review was performed on mfg and sterilization records and no problems were noted. MDR 1219977-2014-00170, 00171.